Manufacturer narrative:
The device was not returned for analysis. Additional manufacturer narrative - the device was not returned for analysis and gross observations of the valve at explant were not provided by the physician; therefore ,we are unable to provide a root cause for this event. The device history record reveiw was conducted and confirmed that this valve met all manufacturing specifications for product released to distribution. No issues were identified that would have contributed to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint¿. The information reported may or may not be related to the edwards device. It was reported that this bioprosthetic valve was explanted after an implant duration of seven (7) years and six (6) months. Through follow up with the health care provider, it was learned that the reason for explant was due to prosthetic valve dysfunction. Review of source documentation does not reveal any specific findings on the explanted prosthetic valve. A 23 mm carpentier-edwards perimount magna ease pericardial bioprosthesis (3300tfx) was implanted and the patient was taken to the intensive care unit in stable condition.